Event description:
The customer stated she was hospitalized for hyperglycemia and the blood glucose reading was 540 mg/dl. The customer stated she was vomiting and had ketones. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.